Manufacturer narrative:
The available evidence suggests that the s-ICD device and electrode remain in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory on (B)(6) 2018 for implant of a subcutaneous implantable cardioverter defibrillator (s-ICD) device and electrode. The device was tested by inducing the patient into ventricular fibrillation (vf). The arrhythmia was detected by the device and terminated following delivery of 65 joules (biphasic waveform). Sinus rhythm was restored; however, shortly thereafter, the patient's oxygen saturations and etc02 measurements were lost. It was determined that the patient had developed pulseless electrical activity (pea) requiring cardiopulmonary resuscitation. Emergency advanced cardiac life support (acls) was initiated. Within three minutes, spontaneous circulation was restored associated with normal blood pressure. The patient was left intubated and was transferred to the intensive care unit (ICU).